Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac arrest and either ventricular tachycardia or ventricular fibrillation. The patient died. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter was completed and the groin access sites were closed the patient went into arrythmia (either ventricular tachycardia or ventricular fibrillation) that required advanced cardiovascular life support (acls). The patient stabilized after acls and was transferred to the intensive care unit (ICU) but died later in the afternoon the day of the procedure. There was no effusion post ablation and norepinephrine was used during the procedure to support blood pressure. The patient has a medical history that includes an ejection fraction (ef) of 20%. The physician stated the cause of the cardiac arrest was probably from the low ef and the patient being very sick. The official cause of death was not available. The device is not expected to be returned for analysis due to disposal.